Manufacturer narrative:
Based on a visual examination of the returned product, it appears that the sheath became hung-up/pinched on the scar tissue and calcification noted by the physician, resulting in elongation of the sheath material and subsequent separation. Our quality control department verifies that the sheath is smooth, clean and free of dents and kinks prior to further processing. Additionally, the correct tubing type and size are verified. Nevertheless, in an effort to minimize the potential for recurrence, the appropriate individuals have been notified and we will continue to monitor for similar reports.

Event description:
The physician gained access with the device, they exchanged the wire and when removing the sheath to replace with a larger one, 1 1/2" of sheath broke off in the patient. The physician continued with the procedure with the piece remaining and removed it after the procedure was finished. The physician commented about the patient having heavy scaring and a lot of calcification present. Patient outcome is unknown at this time.